Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. The event of seroma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Patient reported rupture. MRI states 'intracapsular rupture of right device with periprosthetic subcapsular liquid'. Device was explanted and replacement with no allergan device. This relates to the right side.

Event description:
Patient reported rupture. MRI states 'intracapsular rupture of right device with periprosthetic subcapsular liquid'. Device was explanted and replacement with no allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ seroma: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. Additional observations: ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported rupture. MRI states 'intracapsular rupture of right device with periprotesic subcapsular liquid'. Device was explanted and replacement with no allergan device. This relates to the right side.